Event description:
It was reported that during the implant procedure, the setscrew can't be tightened and failed to connect the lead to the header. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of unable to fix the screw, lose or intermittent connection, and failure to connect were not confirmed. Visual inspection of the header noticed the ventricle septum removed from the header by the end-user consistent with inserting the wrench tool at angles. Additional examination found normal threads on the setscrew and no contamination or foreign material noted. Electrical and mechanical analysis of the lead did not find any anomalies.